Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the teflon pad was burnt, charred, cracked and exposing metal on the grasping section. A microscope was used to inspect the distal end of the device and found no indications of damage to the probe unit. The device was tested with olympus generators and the device passed the probe check test. However, the seal switch was not functioning. A u511 seal short circuit error was observed when jaws were closed and activated. Based on the evaluation and similar reported events, the most probable cause of the reported event is due to operator¿s technique. The instruction manual provides warning statements to prevent risk of patient injury and device damage. ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿

Event description:
Olympus was informed that the teflon pad burned off during a laparoscopic sleeve gastrectomy procedure. The physician observed a seal/cut error on the electrosurgical generator at the time the reported event occurred. However, no metal was exposed under the teflon pad. The intended procedure was completed using a similar device. No patient injury was reported.